Manufacturer narrative:
(UDI) protocol number are unknown. No information is provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Replacements were requested and provided to the customer with no further issues. There have been no other complaints about the batteries from other customers at this time. A device history record (DHR) review was deemed not applicable for this complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that three of the four batteries provided do not work anymore. No patient injury was reported.